Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Hw23270 was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via a screenshot of the controller log file analysis performed by the site which revealed an increase in power consumption starting (B)(6) 2017. Of note, it was reported that the patient received several instances of lysis therapy in (B)(6) and (B)(6) 2017 which resulted in complete normalization of the pump parameters and acoustic spectrum. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) user report that that patient was hospitalized due to thrombus. It was stated that given the rise in the pump parameters and the high level of suspicion of pump thrombosis, successful lysis therapy was performed on (B)(6) 2017. Following normalization of the pump parameters, over time the values rose again on (B)(6) 2017.  The patient was then transferred to another hospital for further treatment on (B)(6) 2017. Lysis therapy was performed on several further occasions during (B)(6) 2017. Resulting in complete normalization of the pump parameters and acoustic spectrum. There were no system anomalies in the subsequent weeks. The first two lysis therapies failed in resolving the problem entirely. "The rotor never ran completely smoothly. There was presumably a thrombotic "core" coating on the rotor which could not be dissolved. Additional deposits could form on this coating, which led to increased imbalance of the rotor and thus increasing hemolysis". Following the third lysis therapy on (B)(6) 2017, there was a significant improvement in the acoustic spectrum. The third harmony could now scarcely be detected. There were still "unwanted" following harmonics. This was accompanied by a significant decrease in power consumption. Following the fourth lysis therapy there was barely any sign of unwanted following harmonics and subsequently a clean spectrum. The patient is currently listed "hu". The log files of the control unit and the technical analysis from the hospital assist technology were provided to the manufacturer. No additional information available.